Manufacturer narrative:
Upon review, the right atrial lead should not have been submitted as medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.

Event description:
New information available on (B)(6) 2017 reveals that, the reported lead is the right atrial lead. The right atrial lead had no malfunction and did not cause or contribute to a serious injury.

Manufacturer narrative:
The field report of lead fracture was not confirmed. As received, a partial distal portion of the lead was returned in one piece. X-ray examination and electrical testing did not find any indication of conductor fractures. Internal shorts and other damages found are consistent with those occurring at the time of explant.

Event description:
It was reported that the right ventricular lead was noted to be fractured. The lead was explanted on an unknown date. No patient symptoms or additional information was reported.